Manufacturer narrative:
Poly swap, infection. The poly component was implanted for approximately 10 years so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. The reporter stated the poly had "very little wear", and was removed due to a cyst, so simulated use testing would not further aid in root cause determination as there was no indication of device failure. There were 46 similar complaints identified for star poly swaps with no indication of poly damage. Similar complaints identified do not aid in the investigation for this complaint as the part and lot numbers remain unknown for the similar complaints. Ohr review was not conducted due to the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. The reporter stated the removal was due to "a cyst anteromedial ankle" and "decided to exchange the poly also because surgery was approximately 10 years ago. The poly he removed had very little wear''. The reporter also stated, "the implant was stable tibial and talar side". The root cause shall be attributed to surgical team - preference, as there was no failure of the device requiring removal. The poly was swapped out with no indication of damage. The surgeon was revising the surgical site due to a cyst and decided to swap the poly out at the same time. There is no malfunction of the device as the decision to swap was surgeon preference. The poly was swapped out with no indication of damage. The surgeon was revising the surgical site due to a cyst and decided to swap the poly out at the same time. The device did not contribute to the reported event as the decision to swap was surgeon preference. The following information remains unknown: date implanted. Patient height, weight, bone quality, activity level, noncompliance, and co-morbidities. Inventory type. Part and lot number. Lnfof111ation not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 696 polymer components (pn:400-14x) were sold january 2023 and january 2024. With 47 reported events, the occurrence rate is 6.75%. Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. As the root cause is attributed to surgeon preference, no further action shall be taken at this time.

Event description:
Revision surgery - due to infection.